Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience pocket stimulation and also exhibited high pacing thresholds. The patient was hospitalized and device follow up was increased. This lead was explanted. No additional adverse patient effects were reported.